Manufacturer narrative:
No button error alarm noted. The insulin pump was received with intermittent button response due to corroded keypad traces. No display ramping anomaly noted. Insulin pump received with cracked case at display window corners and display window. Minor scratched lcd window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported a button error. He did not recall any significant events leading up to the alarm. The customer was able to clear the alarm but the numbers were still scrolling when pressing the up arrow. The customer was advised to discontinue use of the pump and revert to a back up plan. The current blood glucose reading was 190 mg/dl. No further information was provided.